Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to dissociation of the metal v40 femoral head from the accolade tmzf stem. Patient was revised to a restoration modular stem construct and new femoral head. Rep confirmed that no further information will be released by the hospital or surgeon.